Event description:
The customer received questionable human chorionic gonadotropin, stat (hcg) results on their e411 analyzer. The first patient's initial result was 1.27 miu/ml accompanied by a data flag and was reported outside the laboratory. The patient's repeat result was 1.17 miu/ml accompanied by a data flag. The second repeat result, tested in a sample cup, was 325.9 miu/ml accompanied by a data flag and it was reported outside the laboratory. The second patient, a female born on (B)(6), had an initial hcg result of 1.38 miu/ml accompanied by a data flag and was reported outside the laboratory. The repeat result was 392.3 miu/ml accompanied by a data flag and it was reported outside the laboratory. The doctors questioned the initial results because the patients were pregnant. There were no adverse events. The hcg reagent lot number was 16494901 and the expiration date was 10/30/2012. The field service representative found premature liquid level detection errors causing mis-sampling. He grounded the reagent compartment and ran performance testing with passing results. On (B)(6) 2012, the liquid level detection was adjusted and some additional hardware was installed to fix the static charge within the instrument. The static charge was attributed to the low humidity in the laboratory. Calibration was successful and performance testing was done.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).